Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse performed troubleshooting with monopolar and integrated electrosurgical unit (iesu) or erbe and confirmed intermittent monopolar connection. Fse replaced the erbe. Fse also configured the original unit¿s setting to dual pad. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The erbe was returned for failure analysis, and the issue was not confirmed using system logs. However, log review revealed recurring error m-12. Functional testing revealed that the unit powered on normally and successfully cauterized across all ports and instruments without issue. Erbe log showed errors m-32, m-31, and m-12. The erbe will be sent to the original equipment manufacturer (OEM) for further analysis. The complaint was confirmed based on failure analysis. A definitive root cause could not be identified. However, a root cause is likely due to an electrical component failure within the erbe.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer called to report issues with monopolar energy. The customer had first power-cycled the energy generator without improvement, then tried two different green cords and swapped to a different scissors, but the red question marks remained. The technical support engineer (tse) then recommended trying another green cord, but the customer did not have additional cables available, and the call ended without further troubleshooting or log review. The procedure was completing as planned with no reported injury.